Event description:
It was reported that a code 1004 had been triggered for the cardiac resynchronization therapy defibrillator (crt-d) during a defibrillation threshold (dft) test in a generator change out procedure. Technical services (ts) noted that the code indicated that there was a shorted circuit condition and recommended this lead be replaced and a new device was implanted instead. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).